Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem12120 endovascular stent graft allegedly experienced a failure to deploy and a fracture. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient was not provided.